Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a possible cause of the high lead impedance test result. Review if x-rays by treating physician did not reveal any obvious discontinuities in the ncp system. No adverse event was reported in conjunction with the high lead impedance condition. The pt underwent revision surgery, at which time the lead connector pins were removed from the generator and then reinserted. Subsequent device diagnostic testing was within normal limits, indicating a generator/lead connection issue as the cause of the high lead impedance test result. The generator was prophylactically replaced at this time due to the length of time that it had been implanted. The cause of the apparaent generator/lead connection issue is unknown.